Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found that the teflon jaw had detached but was still connected to the grasping section. It was also observed that there was a small chip at the distal tip of the probe and the outer sheath of the insertion section was loose and buckled. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM found the proximal end of the teflon jaw to be deformed. It is believed that the deformation may have occurred after the user attempted to close the teflon jaw; causing the tip of the probe to hit the proximal end of the jaw.

Event description:
It was reported that during an unspecified procedure, the demo device malfunctioned. There was no patient injury reported. No additional information was provided.